Event description:
I sued fixodent for a number of years from 2002 to 2009. While using the product I begin feeling numbness in my fingers, toes & dizziness. Dose or amount: denture cream. Frequency: once daily. Route: oral. Dates of use: 1998 - 2009. Diagnosis or reason for use: denture adhesive cream. Event abated after use stopped or dose reduced: no.